Event description:
It was reported that during a tonsillectomy procedure using an unk arthrowand, the wand alarmed when the ablate function was activated. A second wand of the same type was opened, however, this wand alarmed as well. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.